Event description:
A consumer reported that their sonicare for kid power toothbrush caused their kid incisors little deformed. No other injuries were reported.

Manufacturer narrative:
The reported adverse event was incisors deformed. The event date is approximate. The device serial numbers or manufacturing numbers were not provided. The reporter (unknown) is reporting the product problem on behalf of their kid, who was involved in the incident. Customer contact information, mailing address and phone number were not provided. The complaint was received from a consumer in (B)(6). Manufacture date not provided or identifiable.

Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred. H3 other text: product not returned to manufacturer.